Event description:
When the consumer tried to open the chair in the presence of the dealer consumer allegedly grabbed the seat frame and slammed the seat down. Consumer's finger was cut and required 8 stitches as it was pinched in the chairs mechanism.